Manufacturer narrative:
(B)(4). Failure to follow instructions (over-stenting of the artery) title of article: ¿initial experience with the transapical access for tevar.¿ authors: andreas h. Mahnken, marc irqsusi, walter hundt, rainer g. Moosdorf (mahnken ah et al. Initial experience with¿ fortschr röntgenstr 2017; 189: 760¿764) doi: 10.1055/s-0043-108995. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information obtained from a journal article: a valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a contained rupture of the thoracic aorta with compression or the left atrium. It was noted that the patient had severe iliac artery stenosis. Iliac access was attempted but proved to be insufficient. So, a transapical approach was used. It was reported that the, the day after the procedure, patient presented with spinal cord ischemia with paraplegia, which was considered to be due to over-stenting of the artery of adamkievicz without protective liquor drainage. The patient was transferred to a neurologic rehabilitation center on day 16 after the procedure. On day 38 after the procedure, he was re-admitted with improved neurologic function, but a new episode of chest pain. Contrast-enhanced CT showed no device migration, but the perigraft hematoma at the level of the left atrium was completely gone. Subsequent endoscopy revealed a 6 cm long tear of the esophagus at the same level. It was assumed to be secondary to the pressure from the extensive hematoma with rupture of the hematoma into the esophagus. The patient refused any kind of treatment and died 43 days after the initial procedure from mediastinitis due to the esophageal rupture. No additional clinical sequelae were reported.